Event description:
It was reported via repair work order that the bumper channel was damaged, resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.